Event description:
It was reported that the patient experienced a slow charging issue with the current pump battery. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting for this issue.